Manufacturer narrative:
This report is submitted on december 13, 2022.

Event description:
Per the clinic, the patient experienced limited benefit from the baha attract. The magnet was removed while the implant was left in place. The patient was converted to an osia system but was implanted at a new site.